Event description:
One endeavor sprint rx drug eluting stent (3.50 x 18mm) was successfully deployed to mid rca. Patient was asymptomatic / free of symptoms at 30 day, 6, 9 and 12 month follow up. Approximately 15 months later patient suffered spontaneous bleeding in the stomach, which was treated by a blood transfusion. Investigator has indicated that event was not related to the study stents, drug or procedure.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (haemorrhage).

Event description:
It is reported that patient death occurred approximately 45 months post index procedure. Death was triggered by hyperkalemia possibly due to deteriorated renal failure. Investigator assessed that death was 'non-cardiac' and not related to the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death). (B)(4)

Manufacturer narrative:
The previously report bleed that occurred 15 months post index was also treated with discontinuation of dapt.

Manufacturer narrative:
The previously reported spontaneous bleeding of the stomach occurred 3 months post index procedure, not 15 months as previously reported.